Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone (20 mg/ml at 3.001 mg/day) and bupivacaine (20 mg/ml at 3.001 mg/day) via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that the patient had non-device related surgery on her low back (spinal fusion) and during the surgery there was a complication with the pump in which the patient was overmedicated. The patient ended up at the hospital. She was taking medications for the surgery and still getting medications from the pump so she was "out of it" and didn't really recall what transpired because "things were out of control." It was noted that the overmedication had resolved at the time of the event and she was "fine now." No further complications were reported.